Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure on (B)(6) 2019. Upon review, it was revealed that the right atrial lead was dislodged. During procedure, the physician attempted to re-position the lead, but was unsuccessful. The right atrial lead was explanted and replaced. The patient was stable and will continue to be monitored.